Manufacturer narrative:
Product analysis upon receipt at medtronic's quality laboratory, the conduit was cut in several pieces. Five pieces contained partial leaflets including commissures on two pieces. All partial leaflets were slightly stiff but flexible except where host tissue was noted. Cuts and or/tears were observed on all existing leaflets. Two existing commissures were intact. Remnants of glistening off-white pannus remained attached to all pieces. Pannus was noted on the outflow aspect of one existing leaflet remnant. Pannus was adhered to one partial leaflet. Two remnants of pannus were received. Radiography showed trace mineralization in three conduit wall pieces. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that approximately two years following the implant of this bioprosthetic valved conduit, the patient presented with distal conduit stenosis. The conduit was calcified and echocardiographic findings revealed central regurgitation. The conduit was explanted and replaced with a new contegra conduit, with no adverse patient effects.